Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI number: (B)(4). Upc: (B)(4). Expiration date: na. Lot number: (10)3277c. This report is for (compeed blisters medium heel plaster EU). Device is not distributed in the united states, but is similar to device marketed in the USA ((B)(4) hydroseal blister cushions assorted 5ct USA (B)(4)). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA ((B)(4) hydroseal blister cushions assorted 5ct USA (B)(4)). A review of the device history records has been requested. Device evaluation/investigation could not be completed; no conclusion could be drawn at this time as product was not returned to manufacturer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female patient reported that while using a compeed blister she had a reaction to the silicon of the plaster. Consumer stated when she tried to remove the product skin came off. The consumer reported that the heel was swollen and oozed. The consumer sought medical advice and her physician prescribed antibiotics and tullegras plasters.

Manufacturer narrative:
Johnson & amp; johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal blister cushions assorted 5ct USA 381371175499). Device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.